Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10288. It was reported that the patient presented remotely via merlin. Net. Upon investigation, an alert for oversensing was triggered. Investigation noted both the right atrial (ra) and right ventricular (rv) leads were seeing noise. The patient was brought in clinic. Interrogation confirmed the ra lead was showing noise and high impedance, and the rv lead was showing low impedance and noise. The patient was symptomatic with lightheadedness and near-syncope. The device was reprogrammed. The patient presented for procedure to replace the leads. Prior to the procedure, fluoroscopy noted the ra lead was completely severed and was not attached in one piece. Both the ra and rv leads were capped and replaced on (B)(6) 2020. The patient was stable.